Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737 , software version #: 1.2.0. B5: additional information provided medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received: there is no known or likely reason for the registration to be inaccurate.

Manufacturer narrative:
Device evaluation has not been done at the time of filing this report. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy. It was reported that the patient scan was loaded onto the system. They proceeded to the navigation screen where the software auto-detected the fiducials. The fiducials were then matched using the touch-n-go probe and depressing the footswitch. After the initial four fiducials were matched the software gave a "registration failed" message. The surgeon proceeded to match the remaining six fiducials but at the end the message remained "registration failed". They restarted the registration process with the same result. The surgeon then performed a tracer registration resulting in a 2.9 mm accuracy reading. He continued further tracing and achieved a 2.3 mm accuracy. After proceeding to the "verify registration" screen it was observed that the registration was quite inaccurate with multiple fiducials and anatomical points showing about a 1 cm inaccuracy. He restarted and performed a new tracer registration with the same result. It was reported that the reference frame was located immediately above and lateral to the patient's face/the patient was positioned laterally on their right side to access the left occipital lobe. They brought in a new system, loaded the scan and the surgeon performed a point merge registration achieving a good 2.9 mm accuracy reading. The visual accuracy appeared to be very good. There was a procedure delay of less than one hour and no impact to the patient.